Event description:
It was reported that the insulin pump had a blank display. The customer stated that she replaced the battery 10 times, and the insulin pump took several minutes to restart. The blood glucose reading was estimated to be between 120 to 130 mg/dl, although she was unsure. The most recent blood glucose reading was 98 mg/dl. During troubleshooting, the customer stated that she had checked all the areas mentioned, but she stated that she was unable to check them again because she was driving. She was advised that a replacement battery would be sent. She was advised that if the battery issues persisted after use of the new battery cap, she should call back to troubleshoot the issue further. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.